Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was using a teflon 6 mm, 23-inch infusion set and experienced difficulty getting the connector to turn and lock during a supply change. This issue had occurred multiple times for the patient. Each occurrence resulted in loss of supplies, as the instructions indicated the supplies should be changed each time. Troubleshooting was attempted by disconnecting the cartridge and attempting to use the connector alone, without success. The patient was then instructed to connect an old connector, which functioned properly. The patient reported having no additional connectors available and being out of supplies prior to the next scheduled delivery. Replacement supplies were arranged to be sent overnight due to the connector issue, and the affected lot number was documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.